Event description:
During closure, 2 suture needles broke during use: 3-0 vicryl suture needle and 3-0 prolene suture needle. This report will be on the vicryl suture needle. Refer to patient identifier (B)(6) for the report on the prolene needle.